Event description:
It was reported that a user experienced elevated blood glucose after a usual meal announcement while using a new ilet pump, and the user stated carbohydrate intake was typical; education was provided that the system adapts over time. Symptoms included hyperglycemia. Outcomes included no injury and no hospitalization, with blood glucose trending downward by the end of the call. Investigation included user support with troubleshooting and education. Investigation of this case revealed no confirmed device malfunction and no component failure, and the event was considered consistent with expected adaptation of a new automated insulin delivery system. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.